Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pumping temporarily stops, a "maintenance required" message appears, and pumping resumes. The iabp was replaced.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pumping temporarily stops, a "maintenance required" message appears, and pumping resumes. The iabp was replaced. There was no health hazards.

Manufacturer narrative:
Corrected field: h6(medical device ¿ problem code "appropriate term/code not available///3191") removed. It was reported that the cardiosave intra aortic balloon pump (iabp) had iabp may required maintenance message. A getinge field safety engineer (fse) was dispatched to evaluated the unit. Fse found communication error between the video generator board and the executive processor board, system reset. The contacts between the two boards were cleaned and a long-term running test was performed, but the problem did not recur. Fault log was reset and the device was returned.

Event description:
N/a